Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
During an open reduction internal fixation procedure, the drill fractured in the patient's bone. All fractured pieces of drill were removed from the bone using forceps. This resulted in an approximately 30 minute delay. The procedure was completed with another drill.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the device was fractured. The fracture surface was consistent with overload fracture, occurring during application of significant torsional or side load. Dimensional analysis could not be performed due to the nature of the fracture. Review of device history records and device specifications revealed a discrepancy in the required level of material hardness; however, hardness testing conducted on this part confirmed the device material hardness met specification. Investigation into the issue of hardness level was completed and no further actions were deemed necessary. The nature of the fracture indicates the drill likely hit a hard surface, was advanced at an angle, or advanced too quickly; however, a conclusive root cause of the event cannot be determined with the available information.